Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that three patients presented with sepsis after procedures using a cysto-nephro videoscope with forceps/irrigation plug devices. No additional relevant clinical information was provided by the reporter. Olympus made multiple attempts to receive more information from the customer without success.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the investigation. As part of the investigation, an olympus endoscopy support specialist requested an in-service visit to the facility; however, no response was received. Multiple follow-up attempts did not result in scheduling, as there was no response from the customer. Additionally, information was provided to the customer via letter regarding appropriate reprocessing instructions for the accessory and acceptable alternatives. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 month that related to the reported event. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.